Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that the plungers are not working correctly on this product. To aid in the investigation, four hundred fifty samples in sealed packaging blisters were received for evaluation by our quality team. A random sample of thirty two units were taken. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0325358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed.

Event description:
It was reported that 14 syringe 10ml reg pr saline 10ml fill had difficult plunger movement difficult. The following was reported by the initial reporter: "the plungers are not working correctly on this product."